Event description:
Customer called to report that the creatinine reagent syringes of the synchron lx clinical system, model lx20, were leaking. The field service engineer (fse) inspected the instrument and replaced the creatinine reagent pump syringe. The fse then calibrated the system successfully, and the quality controls recovered within specifications. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).